Event description:
The reporter stated that stopcock plug came out of the stopcock body.

Manufacturer narrative:
No samples were received for evaluation. The lot histories for the sub assembly in question were reviewed and were found to be acceptable. Medex was unable to confirm this issue. However based on info obtained from other similar complaints, medex is continuing to investigate the cause. This issue is being addressed and no additional action is necessary at this time. Medex considers this MDR closed with this report.